Event description:
Rn reported a home pt experienced a leak in the twist clamp area of the transfer set. Noted during use. The transfer set had been in place approx one month. The pt received a transfer set change and was treated prophylactically with ip vancomycin 2gm and gentamycin 160mg. No pt injury resulted from reported incident per rn.